Event description:
The hosp reported that during a saphenous vein harvesting procedure while dissecting to retrieve the vein, the pt's tendon in the leg was inadvertently dissected. The saphenous vein had initially bifurcated as the pa had started to dissect above the vein. The device was retracted but during reinsertion the fascia instead was dissected. At this point, it was observed that the tendon had been dissected instead. Bleeding was observed and the procedure was completed by opening the thigh. No other pt complciations were reported. The hosp staff did not report any product failure and indicated that the surgical intervention was not device related.